Manufacturer narrative:
Novocure medical opinion is that the contribution of optune gio therapy to the headache cannot be ruled out. Headache is an expected event with optune gio device use (ef-11 16% and 28% ef-14 optune arm). Headache is also an expected symptom of disease in gbm.

Event description:
A 39-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On june 01, 2026, novocure received a medical record dated (B)(6) 2026, indicating that optune gio therapy exacerbated the patient¿s ongoing headaches. The patient used rimegepant prescribed by a primary care physician and oxycodone-acetaminophen to manage the symptoms. It was noted that the patient experienced severe headaches requiring emergency department visits prior to his glioblastoma (gbm) diagnosis. During an appointment on (B)(6) 2025, the patient reported worsening headaches and was prescribed dexamethasone 4 mg daily for five to seven days and renewed the patient's sumatriptan prescription. No relationship to optune gio therapy was noticed at that time. Multiple attempts were made to contact the prescribing physician; however, no reply was received.